Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that post-sensed t wave oversensing was observed. The device was reprogrammed and the lead remains implanted. There were no adverse consequences to the patient.